Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, b6, d6b, g2, h6.

Event description:
Device has been explanted.

Event description:
Patient reported right side deflation. Healthcare professional later confirmed a right side "deflation." Healthcare professional later reported "particles in valve." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening in anterior side assessed as fold flaw opening and observed three openings in posterior side assessed as surgical damage. ¿ other-technical: black particles observed in valve. Additional observations: ¿ observed creases on the device. ¿ observed wear abrasion on the device. ¿ red particles observed inside the device. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported, right-side deflation. Device remains implanted.